Event description:
A rep dream station auto CPAP device was returned to a manufacturer service center with information alleging visualization of particles. During the evaluation of the device at the manufacturer service center, the device was visually inspected and visible of foam particles were observed. The manufacturer service center concludes that they couldn't confirm the customer's allegation. Additionally, no error codes are found, and no secondary findings were observed at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.